Event description:
Cutaneous rash [rash]. Arterial hypertension [hypertension]. Chemical peritonitis [chemical peritonitis]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) old male pt (initials unk). The pt's medical history is significant for a surgery for appendectomy with complications (in 2008), cardiac arrest in a context of septic and hemorrhagic shock. A surgical re-intervention which revealed major peritonitis, intestinal occlusion ((B)(6) 2010) and previous surgery involving placement of seprafilm at the end of the intervention. On the areas where seprafilm was placed during the previous surgery, there were no adhesions and the product has shown good efficacy. On an unspecified date in (B)(6) 2011, the pt experienced another episode of intestinal occlusion leading to surgical intervention. During the surgery for intestinal occlusion in (B)(6) 2011, seprafilm was placed and adept (baxter) solution was also used. The seprafilm lot number was not provided. On an unspecified date following the surgery in 2011. The pt experienced chemical peritonitis (no germ was found) associated to cutaneous rash and arterial hypertension. A new surgery was required and showed severe inflammation on intestinal loops and multiple adhesions. The pt was placed on parenteral nutrition, which was planned to be maintained for one month. On (B)(6) 2011, the pt's clinical situation improved and the pt's stomach tube could be removed. Strict parenteral nutrition was planned to be continued for approx 2 more weeks. The reporting physician felt that the events might be due to either adept and/or seprafilm, although the physician considers adept to be a greater suspect. The action taken with seprafilm was not provided. The pt's outcome for the events of "chemical peritonitis, cutaneous rash and arterial hypertension" was not provided. Concomitant medications were not provided. The intensity for the events of "chemical peritonitis, cutaneous ras and arterial hypertension" was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship os seprafilm is not affected by this report.